Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 2:00am at home. Caller stated that she tested her blood glucose and received a result of 74mg/dl. A normal result for her is around 150mg/dl. Caller stated that she started to feel sweaty and shaky about five minutes after testing so she called paramedics. Caller stated that she ate milk with sugar and yogurt while waiting for paramedics but did not consume any medications. Paramedics arrived about in about 10-20 minutes, tested the caller's blood glucose, and received a result of 121mg/dl. Paramedics did not test with the callers prodigy meter. Paramedics did not provide any medical treatment in regards to the caller's blood glucose and they did not transport her to the hospital. Caller was told to follow up with her dr. The caller stated that she is prescribed 32 units of insulin but did not specify the type. No additional information was provided.